Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6). Report source: (B)(6).

Event description:
It was reported that the skin graft comb is deformed. Occurred during kit inspection. No harm or delay. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10 review of the most recent repair record determined the comb was damaged and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.